Event description:
It was reported that during a closure of ileostomy procedure, the firing knob detached from the instrument. Another like device was used to complete the procedure. Delay of five minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: on which firing did this occur? The incident occurred on the second firing while completing the common defect. Prior to the firing knob detaching on this firing: did the device staple? Yes. If yes, was the staple line complete? Yes, the staple line appeared complete. Did the device cut? Yes, the device did cut. The knife assembly seemed to have remained at the distal end of the reload. If yes, was the cut line complete? Yes, the cut line was complete. Did the firing knob fall into the patient? No, this was a laparoscopic procedure with the anastomosis being performed extracorporeally. If yes, was it retrieved? N/a. Will the firing knob be returned with the device? Yes, the device was washed and wiped down when I collected it with warm detergent and the firing knob was returned with the stapling device.

Manufacturer narrative:
(B)(4). Additional information: batch # m52w5n. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.